Event description:
An asymptomatic patient returned for a routine filter removal seven months after implant. At the time of removal it was noted that a filter arm had detached and migrated to the heart. The filter was removed, and the filter arm remains in the patient. The patient remains asymptomatic.